Event description:
Patient reported they had implant removed due to rupture and because her breast would become inflamed. Further reported was fluid around the breasts and capsular contracture, baker grade iii/IV. Patient additionally reportedly was scared of developing cancer. The device was later confirmed as intact. Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of events of capsular contracture, and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid around the breasts; encapsulation, baker grade iii/IV.